Event description:
Adult reported to the emergency department for tachycardia. He reported a history of atrial fibrillation and previous cardioversion. The patient was cardioverted with 150 joules and converted to a normal sinus rhythm. During cardioversion, a loud pop was heard from the anterior defibrillator pad and the patient appeared to have experienced a mild burn to the anterior chest. An icepack was immediately applied to his chest, and he was advised to apply ice at home as well as a topical ointment. The ed tech reported the gel on the pads was not dry and that the pads were already plugged into the defibrillator prior to her arrival. The defibrillator pads were disposed, and clinical engineering was not able to inspect or test the pads. Per the provider the pads appeared to have good skin contact. It is possible there was inadequate skin prep in clipping the chest hair and it is possible there was a defect with the defibrillator pad. The team is unable to determine the cause of the defibrillator pad pop and subsequent burn to the patient.